Event description:
It was reported that during the lung cancer surgery, the first 8 fires were completed successfully. After the 9th fire with a reload, noted the jaw could not open. After trying many ways to open the jaw, cut off the tissue around the jaw and finally removed the device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the event date is (B)(6) 2024. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. Cut off the tissue around the jaw what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Rbrb. Did the jaws eventually open? No. Is the current patient status known? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 6/25/2024 d4: batch # e230000383 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one cec45a device was returned with the joint cover damaged, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. In addition, a thick piece of tissue was noted to be clamped in the anvil. One cecr45d reload was loaded on the device. Four cecr45b reloads(b, c, d, e), two cecr45d reloads(f, g), and two cecr45g reloads(h, I) were also received. All reloads were received fully fired. The red manual knife reverse switch was pushed downward, the firing trigger was squeezed, however, the knife could not moved. Then, the knife was returned to the home position manually, and the device could open normally. The device was tested for functionality in the articulated position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The knife could return to its home position and the device could open normally during the functional test. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused the knife difficult to return, the leading device could not open. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected for finished good quality assurance. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device batch e230000383/e230000365 and lot number e23090017,no non-conformances were identified. Fg date of mfg: 2023-09-07;fg expiration date: 2026-09-06.